Event description:
According to the reporter, during a procedure, the device did not seal properly, leading to an incomplete staple line which had leaks/bleeding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.